Manufacturer narrative:
H2/h6: the controller was returned for analysis. Analysis found that the returned controller was bench tested for two hours and was found to operate normal, as no issues were observed. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that  when setting up for an em catheter placement, the instruments were faulting. Site swapped to the s7 on site to continue setting up for the case.  The break-out-box was showing connected and the emitter was connected, but there were faults on instrument ports 1 and 2. The break-out-box had green leds next to the instruments. She swapped to ports 3 and 4 and those were also faulted. She then opened a new instrument and plugged it into port 6 and it also was faulted in the software. The emitter and break-out-box were reseated and the system was rebooted with no change.  Reseated the cables for the em controller on the s8 premium with no resolution. Tested s8 ent break out box on the s8 premium,  break out box from the s8ent on the s8 premium em diagnostic showed port 5 faulted but the physical break out box was green and did not show the instrument to be faulted. Tested both break out boxes on the s8ent. Both break out boxes work on the s8ent with the instrument displayed as working. There was no patient impact reported and a delay of less than one hour. Additional information reported that replacing the break out box did not resolve the issue. They confirmed that uninstalling and reinstalling the software resolved the faults on the instruments plugged into the break-out-box.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. The breakout box was replaced. Evaluation of the returned breakout box was not complete at the time of this report. A follow up report will be submitted when evaluation is complete. Evaluation codes c10, d18 apply to the system. Codes c21, d16 apply to the breakout box. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.